Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: (B)(6). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that outside of surgery that hair has been discovered in the pulse lavage package. There was no harm, injury, delay, or medical/surgical intervention as there was no patient involvement. Due diligence is in progress. No additional information is available at this time. No adverse event reported.

Event description:
There is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the provided images displayed hair stuck within the sterile packaging of the device. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.